Manufacturer narrative:
(B)(4). Report source: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during incoming inspection, hair like debris was found in the sterile packing. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product found a hair-like debris in the sealed sterile pouch, which is not acceptable. This complaint has been confirmed by evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.